Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time the event occurred. The field service engineer (fse) inspected the system onsite and confirmed the reported problem. A review of the system logfiles found a malfunction with the ippc (image processing pc). The cause of the host pc, ippc and felxvision pc failures could not be conclusively determined by the supplier's part analysis, however the upgraded the system software and replaced the host pc, ippc, flexvision pc, hard disk drives, reloaded the software and configured the installation by the field service engineer (fse) has resolved the reported issue and restored the functionality of the system. After replacements, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to boot up successfully. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.